Manufacturer narrative:
UDI information - (B)(4). The device was returned for evaluation. The device history record was reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. No issues were observed. When unit is properly positioned and put under pressure, the unit would not have slipped. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-01091.

Event description:
This is 2 of 2 reports. A sales representative reported on behalf of the customer that one of their a3059 mayfield composite series skull clamps had slipped on (B)(6) 2019. The mayfield was initially applied while the patient was supine on a cart. The patient was then rotated 180 degrees to prone for the procedure. After the posterior cervical case was done, they were turning the patient over when the rotational lock became unlocked or slipped. The patient had incurred a laceration of the scalp from one of the pins. Revision/medical intervention was required. The sales representatives tested both skull clamps the facility had and the found to believe that there were no issue with either clamps. It was believed it was use error by holding the rotational locking mechanism while turning the patient. The customer still wanted to send in the clamps for evaluation.